Manufacturer narrative:
Correction: d1. Additional information: b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unavailable. Based on the information received, the cause of the reported display issue and subsequent cancellation remains unknown.

Event description:
The issue was resolved by replacing the optical fiber cable.

Event description:
During device preparation with the patient prepped, the monitor did not work and the case was cancelled as the display did not work. The case was re-scheduled for (B)(6) 2021.